Event description:
It was initially reported that the pump had flipped. The pt had surgery, and it was determined that the pump had not flipped. The catheter was patent and the roller study was performed and functioned normally. The pump was filled with saline and set to minimum rate. The plan was to fill the pump with drug in the near future. No pt symptoms were reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.